Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the spring was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: compression spring. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no. 323.26, lot no: 4790297: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is (B)(6) 2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several drill guides were found to be missing the springs. This was found after wash; there was no surgery or patient involved. This is report 1 of 3 for com-(B)(4).